Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of having issues with infusion set connecting to reservoir. It was also reported that reservoir was occluded. Customer's blood glucose was unknown. Supplies would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test to the reservoir and no occluded anomalies were found during analysis. Also, performed visual inspection and found transfer guard needle not centered. The transfer guard needles were not parallel to the transfer guard's body axis.